Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly in the failure analysis center. The cause of the reported issue was due to a failure of the single board computer assembly, which didn't allow the device to move past the initial boot screen.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device had logged multiple event codes and would not complete its boot up cycle. There was no report of any patient use related to the reported issue.